Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17113259) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during inflation of the saber pta (2.5mm25cm 90) balloon catheter, the balloon ruptured at lower atmosphere than the nominal pressure of balloon. There was no reported patient injury. Consequently, the device could no longer be use and it was replace with another device. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prep per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio 1:3. The same indeflator was use successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device will be return for analysis.

Manufacturer narrative:
As reported, during inflation of the 2.5x250mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at an atmosphere lower than the nominal pressure of the balloon. Consequently, the device could no longer be use and it was replace with another device. There was no reported patient injury. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prep per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio 1:3. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. One non-sterile unit of a saber 2.5mm25cm 90 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon of the saber was observed as previously inflated and deflated. Also, dried blood residues could be observed inside the balloon. Additionally, a cracked condition was observed on the hub of the unit received. The hub of the unit was reviewed under vision system to inspect for any tool marks that could have caused the crack condition; none was observed. No other anomalies found. A balloon leak test was performed with no success. Water was applied to the inflation lumen of the catheter using a lab sample syringe and the liquid could not flow through the inflation lumen up to the balloon due to a leakage in the hub of the saber because of the cracked condition. The unit was sent to sem analysis to determine the root cause of the hub crack. Sem results showed that the crack passed through the thickness of the hub. A transversal view of the fractured section of the hub showed that the fractured surfaces presented evidence of brittleness. In these types of fractures, the separation propagates rapidly, without an increase in applied stress. These types of surfaces were observed during the analysis in most of the separated surface of the hub. Only a small zone present a fracture pattern that showed evidence of plastic deformations commonly found on tensile fractured surfaces. There was no visual evidence of any chemical degradation or damages in the material was noted and no other issues were observed during sem analysis. Results suggests that the proximal section of the hub that presents a fracture pattern with evidence of plastic deformations (plastic deformations commonly found on tensile fractured surfaces) was induced to an excess of force that caused the cracking on the hub. A device history record (DHR) review of lot 17113259 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not confirmed through analysis of the returned device since the balloon leak test could not be successfully performed. However, a leakage in the hub of the saber was noted due to a cracked condition found in the hub. However, the cause of the hub crack and the stress on the material that yielded to the crack found on the hub could not be conclusively determined during analysis. Based on the limited information available for review, it is possible that handling factors contributed to the hub crack found as evidenced by the plastic deformations noted at the fractured surfaces. The plastic deformations found on the hub suggests that the hub was induced to an excess of force (tension) that caused the cracking on the hub. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label.¿ neither the product analysis nor the DHR review suggests that the event reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.